Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the integrated electrosurgical unit (iesu) was unable to fire bipolar energy. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have no failures. The unit energized, cauterized, and all ports recognized instruments. The complaint was not confirmed based on the field evaluation/failure analysis.